Manufacturer narrative:
(B)(4). Retainer ring = clear. On (B)(6) 2021 the customer alleged pump error 15 and pump error 4 alarm. Device passed the self test and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Thus software was utilized and downloaded trace/history files properly. However, the formatted history file confirmed the device alarmed pump error 15 (line number 213 file number 30) on (B)(6) 2021 at 3:12:50.000 and pump error 4 on (B)(6) 2021 at 13:12:48.000 due to software error. No ¿pump error 15 and pump error 4¿ during testing. Device was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The following were noted during visual inspection: cracked retainer, cracked case corner of the belt clip rails near the battery compartment, serial number label fading, serial number label stained, and pillowing keypad overlay. Pump error 15 and pump error 4 alarm was confirmed due to software error. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information related to the summary indicated that the insulin pump received multiple insulin pump error alarms. Troubleshooting was performed and the customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with incorrect g4 date. The correct g4 date is 08-sep-2022.